Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site name: (B)(6) hospital. Device not returned to manufacturer.

Event description:
On 29th march 2023 getinge became aware of an incident with one of our mobile tables ¿ 113322b4 - alphamaxx (460 mm longit. Shift), EU. According to initially provided information, the nurse pinched her leg on alphamaxx operating table and was hospitalized. Additional information regarding situation leading to injury and required treatment was requested, however, no details have been received to date. We decided to report the issue based on the potential for serious injury if the situation was to reoccur.

Manufacturer narrative:
Getinge became aware of an issue with one of our mobile tables 113322b4 - alphamaxx (460 mm longit. Shift), EU. According to provided information, the nurse pinched her leg on alphamaxx operating table and was hospitalized. As it was stated, during surgery, table top was lowered and side rail of the leg plate got caught on the mayo stand table which consequently resulted in lifting the base of alphamaxx table. Then, the table base fell on the nurse's foot which was in between the table base and floor resulting in complicated fracture of 2nd and 3rd toes of left foot. At the time of incident, head side of the table top was up, feet side was down and the doctor was touching the mayo table. The injured nurse has been in the hospital for about three weeks. According to the provided information, there is a risk of amputation due to the lack of blood flow. The complaint is considered reportable as serious injury occurred. The getinge technician examined the affected table. No malfunction within the operating table functions or parts was discovered. With the information gathered as a result of the root cause analysis performed, we conclude that the reported issue was caused by user error related to non-compliance with user manual. In the user manual the user is warned to ensure that there are no objects located under the or table base before putting down the or table. During lowering the or table, the user should keep a sufficient distance from the or table base. Moreover, as there is a risk of damages caused by a collision when moving/adjusting the mobile operating table, the user ought to remove potential hindrances before moving/adjusting the mobile operating table and avoid collisions. (IFU 1133.22 16 en, page 26). With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment and was also directly involved with the reported incident. As no actual malfunctions were found it was considered that the getinge device was up to specification. There was one similar complaint received by getinge in last 5 years, however the previous one did not result in serious injury. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however, as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
On 29th march 2023, getinge became aware of an incident with one of our mobile tables ¿ 113322b4 - alphamaxx (460 mm longit. Shift), EU. According to initially provided information, the nurse pinched her leg on alphamaxx operating table and was hospitalized. No more information was known at the time of initial reporting. We decided to report the issue based on the potential for serious injury if the situation was to reoccur. On 7th april 2023, additional details were received. As it was stated, during surgery, table top was lowered and side rail of the leg plate got caught on the mayo stand table which consequently resulted in lifting the base of alphamaxx table. Then, the table base fell on the nurse's foot which was in between the table base and floor resulting in complicated fracture of 2nd and 3rd toes of left foot. At the time of incident, head side of the table top was up, feet side was down and the doctor was touching the mayo table. The involved person was wearing nurse shoes. The injured nurse has been in the hospital for about three weeks. According to the provided information, there is a risk of amputation due to the lack of blood flow. After new information was submitted, the complaint is considered reportable as serious injury occurred. When the event occurred the patient was on the table under anesthesia. The patient was not harmed and the surgical operation was not disturbed.

Event description:
On 29th march 2023 getinge became aware of an incident with one of our mobile tables ¿ 113322b4 - alphamaxx (460 mm longit. Shift), EU. According to initially provided information, the nurse pinched her leg on alphamaxx operating table and was hospitalized. No more information was known at the time of initial reporting. We decided to report the issue based on the potential for serious injury if the situation was to reoccur. On 7th april 2023, additional details were received. As it was stated, during surgery, table top was lowered and side rail of the leg plate got caught on the mayo stand table which consequently resulted in lifting the base of alphamaxx table. Then, the table base fell on the nurse's foot which was in between the table base and floor resulting in complicated fracture of 2nd and 3rd toes of left foot. At the time of incident, head side of the table top was up, feet side was down and the doctor was touching the mayo table. The injured nurse has been in the hospital for about three weeks. According to the provided information, there is a risk of amputation due to the lack of blood flow. After new information was submitted, the complaint is considered reportable as serious injury occurred.

Manufacturer narrative:
We would like to provide the information about current status of the issue due to the change in type of reportable event. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b3 date of event, b5 describe event or problem, h1 type of reportable event and h6 health effect ¿ clinical code fields deems required. This is based on the additional information that has been received. Previous b3 date of event: 03/28/2023. Corrected b3 date of event: n/a. Previous b5 describe event or problem: on 29th march 2023 getinge became aware of an incident with one of our mobile tables ¿ 113322b4 - alphamaxx (460 mm longit. Shift), EU. According to initially provided information, the nurse pinched her leg on alphamaxx operating table and was hospitalized. Additional information regarding situation leading to injury and required treatment was requested, however, no details have been received to date. We decided to report the issue based on the potential for serious injury if the situation was to reoccur. Corrected b5 describe event or problem: on 29th march 2023 getinge became aware of an incident with one of our mobile tables ¿ 113322b4 - alphamaxx (460 mm longit. Shift), EU. According to initially provided information, the nurse pinched her leg on alphamaxx operating table and was hospitalized. No more information was known at the time of initial reporting. We decided to report the issue based on the potential for serious injury if the situation was to reoccur. On 7th april 2023, additional details were received. As it was stated, during surgery, table top was lowered and side rail of the leg plate got caught on the mayo stand table which consequently resulted in lifting the base of alphamaxx table. Then, the table base fell on the nurse's foot which was in between the table base and floor resulting in complicated fracture of 2nd and 3rd toes of left foot. At the time of incident, head side of the table top was up, feet side was down and the doctor was touching the mayo table. The injured nurse has been in the hospital for about three weeks. According to the provided information, there is a risk of amputation due to the lack of blood flow. After new information was submitted, the complaint is considered reportable as serious injury occurred. Previous h1 type of reportable event: malfunction. Corrected h1 type of reportable event: serious injury. Previous h6 health effect ¿ clinical code: others/insufficient information//4580. Corrected h6 health effect ¿ clinical code: musculoskeletal system/bone fracture(s)/multiple fractures/4519.